Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  The event of infection (late onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: infection (late onset). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. In response to FDA report number: mw5088604.

Event description:
Patient reported they "went septic at one point because immune system is out of control and inflammation on blood tests indicated rheumatoid arthritis but has no ra". Device remains implanted. This record will be for the left side.